Event description:
During a remote follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise on the ra lead was able to be reproduced, however, diagnostic imaging was also performed and no anomalies were noted.